Manufacturer narrative:
101-9812, lot 40004051. The reported event of the implant breaking into pieces was confirmed. Laboratory analysis of the returned device revealed that the spindle cap was completely sheared off from the implant body and actuator shaft and spindle found to be outside of the main body. The damage to the implant was sufficient to prevent functional testing. The damage to the implant indicates failure was likely due to deployment against resistance (e.g., bone) and-or manipulation of the position of the device by gear shifting of the inserter.

Event description:
It was reported that during an indirect decompression spacer implant procedure, the physician attempted the sagittal wiggle applications after which he heard a crack-loud pop, and the spacer came apart and broke into pieces. It was noted that the physician was not using excessive force during the procedure. A different spacer of the same size was used to complete the procedure successfully with no patient complications.

Event description:
It was reported that during an indirect decompression spacer implant procedure, the physician attempted the sagittal wiggle applications after which he heard a crack-loud pop, and the spacer came apart and broke into pieces. It was noted that the physician was not using excessive force during the procedure. A different spacer of the same size was used to complete the procedure successfully with no patient complications.